Manufacturer narrative:
Medwatch report # mw5065544. The plant investigation is in process. A supplemental medwatch will be submitted at the conclusion of this activity. Clinical investigation: the patient¿s had a complex medical history, including coronary artery disease and peripheral artery disease comorbidities known to be strong predictors of sudden cardiac arrest in the hd pt population. Additionally the pt had the cardiac arrhythmia afib, hyperkalemia 5.6 as well as a history of non-compliance with hd treatment. It appears that a temporal relationship exist between the optiflux 180nre dialyzer and the alleged allergic reaction and the ensuing cardiopulmonary arrest. Additional information obtained from the pts¿ nephew reported that the pt had similar issues with a specific dialysis filter in the past (no other information provided). It was noted later noted by the physician that the pt had a dialyzer reaction. The pt was successfully resuscitated with CPR and advanced cardiac life support (acls) and was reportedly alert and responsive post cardiopulmonary arrest. The pt was able to complete a three and a half hour hd treatment with baxter 170 dialyzer the following day ((B)(6) 2016) with no reported adverse event.

Event description:
A letter was received from the FDA concerning a voluntary medwatch submitted by a user facility. Follow up was performed with the identified facility's clinic manager who reported the following: this event concerns a male end stage renal disease patient who had been receiving thrice weekly chronic hemodialysis for 5 years. The patient, who was visiting the clinic for two hemodialysis treatments while vacationing, presented to the clinic for a hemodialysis treatment. According to medical records, the patient had been without dialysis treatment since (B)(6) 2016. The patient had no noted issues during the pre-treatment assessment. A 2000u heparin bolus was given intravenously prior to treatment initiation. Within minutes of treatment initiation, the patient asked the caregiver "is this oxygen on" and became unconscious without a pulse. The treatment was stopped and the patient's blood was returned. Cardiopulmonary resuscitation was begun and the patient regained consciousness. Emergency medical services were summoned and initially the patient refused transport. Ultimately, he was transported via ambulance to the hospital. Reportedly, a dialysis treatment was begun in the emergency room using the fresenius optiflux 180nre and the patient experienced another cardiac arrest within minutes of treatment initiation. CPR was performed and the patient was revived, put on bipap machine, and sent to the intensive care unit (ICU). The facility medical director suspected a dialyzer reaction may be the cause of the cardiac arrests. The patient received a third hemodialysis treatment on (B)(6) 2016 using another manufacturer¿s dialyzer and completed treatment without issue. The following day, on (B)(6) 2016, the patient experienced a bradycardic episode from his underlying atrial fibrillation and had a pulseless electrical activity (pea) cardiac arrest and subsequently expired. This was described in the medical records as being caused by the patient's atrial fibrillation. It was later learned the patient dialyzed at his home facility using another manufacturer¿s dialyzer.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A secondary search was performed to identify those dialyzer products, most recently delivered to the user facility, with the noted catalog number (0500318e). No fresenius dialyzers, which met the search criteria, were found to have been delivered to this account within the last three years. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. Therefore, no production records were able to be reviewed for product non-acceptance or deviation in the manufacturing process as it related to the complaint event. The optiflux f180nre dialyzer assembly¿s instructions for use (IFU) document notes the following under "side effects" within the general information section. "Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment. With severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. The decision to return the patient's blood in the event of a hypersensitivity reaction is determined by the physician."

Event description:
A letter was received from the FDA concerning a voluntary medwatch submitted by a user facility. Follow up was performed with the identified facility's clinic manager who reported the following: this event concerns a male end stage renal disease patient who had been receiving thrice weekly chronic hemodialysis for 5 years. The patient, who was visiting the clinic for two hemodialysis treatments while vacationing, presented to the clinic for a hemodialysis treatment. According to medical records, the patient had been without dialysis treatment since (B)(6) 2016. The patient had no noted issues during the pre-treatment assessment. A 2000u heparin bolus was given intravenously prior to treatment initiation. Within minutes of treatment initiation, the patient asked the caregiver "is this oxygen on" and became unconscious without a pulse. The treatment was stopped and the patient's blood was returned. Cardiopulmonary resuscitation was begun and the patient regained consciousness. Emergency medical services were summoned and initially the patient refused transport. Ultimately, he was transported via ambulance to the hospital. Reportedly, a dialysis treatment was begun in the emergency room using the fresenius optiflux 180nre and the patient experienced another cardiac arrest within minutes of treatment initiation. CPR was performed and the patient was revived, put on bipap machine, and sent to the intensive care unit (ICU). The facility medical director suspected a dialyzer reaction may be the cause of the cardiac arrests. The patient received a third hemodialysis treatment on (B)(6) 2016 using another manufacturer¿s dialyzer and completed treatment without issue. The following day, on (B)(6) 2016, the patient experienced a bradycardic episode from his underlying atrial fibrillation and had a pulseless electrical activity (pea) cardiac arrest and subsequently expired. This was described in the medical records as being caused by the patient's atrial fibrillation. It was later learned the patient dialyzed at his home facility using another manufacturer¿s dialyzer.